Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow-up. Noise was noted on egms. The r wave, threshold and impedance were stable. The sensitivity was decreased. It was suspected that the noise was either myopotential or lead insulation breach. The physician was reluctant to change the lead at this point, in light of patients age and comorbidities. The device was reprogrammed. The patient would continue to be monitored. The patient was asymptomatic and was stable pre, during and post visit.